Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. The patent was clapping his hands in church during one of the shocks. Technical services discussed some testing options. During office testing, the primary and alternate sensing vectors were failing. The system will be programmed to the secondary sensing vector and the patient will be checked later next week. There were no additional adverse patient effects. The system remains implanted.